Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("violent incapacitating pelvic pain, constant suprapubic heaviness with acute episodes") and helicobacter gastritis ("diffuse mild non-erosive erythematous gastritis, helicobacter pylorus positive") in a 44-year-old female patient who had essure (batch nos. 664587 inv and 676114 inv) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy, thyroglossal cyst excision and breast prosthesis implantation (inserted and removed). Patient had been perfectly healthy until (B)(6) 2010. Family history included colonic polyp (in father, requiring colon surgery). On (B)(6) 2010, the patient had essure inserted and removed on (B)(6) 2017. A new essure was inserted on an unknown date. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("very marked tiredness"), heart rate increased ("heart rhythm acceleration"), weight increased ("intake of weight"), vertigo ("vertigos") and arthralgia ("articular pain"). On (B)(6) 2010, 2 months 16 days after insertion of essure, the patient experienced phlebolith ("pelvic phleboliths on the left"). In 2010, the patient experienced gastrointestinal pain ("colon pain characterised as intermittent painful spasms"). On (B)(6) 2014, the patient experienced uterine enlargement ("globular uterus, minimal thickening behind the torus uterinus, possibly corresponding to lesions of adenomyosis") and adenomyosis ("images compatible with uterine endometriosis, significant adenomyosis"). In 2014, the patient experienced gastrointestinal motility disorder ("alternating diarrhoea (3-4 liquid stools) and constipation(laborious bowel movement daily)"). In (B)(6) 2015, the patient experienced helicobacter gastritis (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced nausea ("random episodes of nausea"). On (B)(6) 2015, the patient experienced ovarian cyst ("bilocular ovarian cyst on the right, possibly of functional or endometriotic origin"). On (B)(6) 2015, the patient experienced gastrointestinal melanosis ("melanosis coli"). On an unknown date, the patient experienced menorrhagia ("extremely heavy bleeding, episodes of menorrhagia"), anaemia ("major anaemia"), dyspareunia ("very painful sexual relations"), loss of libido ("loss of libido"), depression ("constant state of depression"), abdominal pain ("abdominal pain"), flatulence ("tympanites") and diverticulum intestinal ("sigmoid diverticulosis"). The patient was treated with amoxicillin (clamoxyl), metronidazole (flagyl), clarithromycin and surgery (adnexectomy and salpingectomy via celioscopy). Essure was removed. At the time of the report, the pelvic pain, fatigue, heart rate increased, weight increased, vertigo and arthralgia had resolved and the helicobacter gastritis, menorrhagia, anaemia, dyspareunia, loss of libido, depression, phlebolith, uterine enlargement, adenomyosis, abdominal pain, ovarian cyst, nausea, gastrointestinal pain, flatulence, gastrointestinal motility disorder, diverticulum intestinal and gastrointestinal melanosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, anaemia, arthralgia, depression, diverticulum intestinal, dyspareunia, fatigue, flatulence, gastrointestinal melanosis, gastrointestinal motility disorder, gastrointestinal pain, heart rate increased, helicobacter gastritis, loss of libido, menorrhagia, nausea, ovarian cyst, pelvic pain, phlebolith, uterine enlargement, vertigo and weight increased to be related to essure. The reporter commented: essure had been placed via hysteroscopy in each ostia with no particular problems with 3 expanded outer coils on both sides. Initially reported, she performed several examinations (electrocardiogram, heart doppler ultrasound, abdomino-pelvic ultrasound, pelvic ultrasounds, pelvic MRI, gastroscopy, colonoscopy, digestive endoscopy and CT-enterography), all examinations showed no pathology. In follow up, test results were added: abdominal ultrasound since 2014 showed globular uterus with adenomyosis. On (B)(6) 2015, patient with incapacitating pelvic pain, characterised as constant suprapubic heaviness with acute episodes. On (B)(6) 2015, non-complicated sigmoid diverticulosis found, possible participation of adenomyosis in symptoms of abdominal pain and probably symptoms of functional origin, induced by stress. On (B)(6) 2015, helicobacter gastritis found. Essure was removed with unremarkable postoperative course. The several symptoms that lasted for 7 years finally resolved. The patient wanted compensation for the damages she experienced due to essure. Diagnostic results (normal ranges are provided in parenthesis if available): electrocardiogram - on (B)(6) 2013: unremarkable. Ultrasound doppler - on (B)(6) 2013: unremarkable. Plain film of abdomen for confirmation of essure position - on (B)(6) 2010: essure inserts appear to be placed in uterine tubes. No abnormalities in lower pelvic area apart from pelvic phleboliths on the left. Ultrasound abdomen - on (B)(6) 2014: globular uterus with - in posterior sub-endometrial area - images compatible with uterine endometriosis. Ultrasound pelvis - on (B)(6) 2014: globular uterus with numerous images suggestive of significant adenomyosis. Ultrasound abdomen - on (B)(6) 2015: again marked lesions of adenomyosis with globular uterus and a bilocular ovarian cyst on the right, possibly of functional or endometrioti origin. Minimal thickening present behind the torus uterinus, possibly also corresponding to lesions of adenomyosis. Colonoscopy - on (B)(6) 2015: non-complicated sigmoid diverticulosis, possible participation of adenomyosis in symptoms of abdominal pain and probably symptoms of functional origin, induced by stress. Gastroscopy - on (B)(6) 2015: diffuse mild non-erosive erythematous gastritis. Samples - on (B)(6) 2015: normal results for duodenal biopsies, helicobacter pylori present in very large quantities in samples from antrum and fundus. Mucosa of ileum normal. Multi-level colon biopsies found melanosis coli. Batch numbers 676114 and 664587 are invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("violent incapacitating pelvic pain, constant suprapubic heaviness with acute episodes") and helicobacter gastritis ("diffuse mild non-erosive erythematous gastritis, helicobacter pylorus positive") in a 44-year-old female patient who had essure (batch no. 676114, 664587) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy, thyroglossal cyst excision and breast prosthesis implantation (inserted and removed). Patient had been perfectly healthy until (B)(6) 2010. Family history included colonic polyp (in father, requiring colon surgery). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("very marked tiredness"), heart rate increased ("heart rhythm acceleration"), weight increased ("intake of weight"), vertigo ("vertigos") and arthralgia ("articular pain"). On (B)(6) 2010, 2 months 16 days after insertion of essure, the patient experienced phlebolith ("pelvic phleboliths on the left"). In 2010, the patient experienced gastrointestinal pain ("colon pain characterised as intermittent painful spasms"). On (B)(6) 2014, the patient experienced uterine enlargement ("globular uterus, minimal thickening behind the torus uterinus, possibly corresponding to lesiojns of adenomyosis") and adenomyosis ("images compatible with uterine endometriosis, significant adenomyosis"). In 2014, the patient experienced gastrointestinal motility disorder ("alternating diarrhoea (3-4 liquid stools) and constipation(laborious bowel movement daily) "). In (B)(6) 2015, the patient experienced helicobacter gastritis (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced nausea ("random episodes of nausea"). On (B)(6) 2015, the patient experienced ovarian cyst ("bilocular ovarian cyst on the right, possibly of functional or endometriotic origin"). On (B)(6) 2015, the patient experienced gastrointestinal melanosis ("melanosis coli"). On an unknown date, the patient experienced menorrhagia ("extremely heavy bleeding, episodes of menorrhagia"), anaemia ("major anaemia"), dyspareunia ("very painful sexual relations"), loss of libido ("loss of libido"), depression ("constant state of depression"), abdominal pain ("abdominal pain"), flatulence ("tympanites") and diverticulum intestinal ("sigmoid diverticulosis"). The patient was treated with amoxicillin (clamoxyl), metronidazole (flagyl), clarithromycin and surgery (adnexectomy and salpingectomy via celioscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, heart rate increased, weight increased, vertigo and arthralgia had resolved and the helicobacter gastritis, menorrhagia, anaemia, dyspareunia, loss of libido, depression, phlebolith, uterine enlargement, adenomyosis, abdominal pain, ovarian cyst, nausea, gastrointestinal pain, flatulence, gastrointestinal motility disorder, diverticulum intestinal and gastrointestinal melanosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, anaemia, arthralgia, depression, diverticulum intestinal, dyspareunia, fatigue, flatulence, gastrointestinal melanosis, gastrointestinal motility disorder, gastrointestinal pain, heart rate increased, helicobacter gastritis, loss of libido, menorrhagia, nausea, ovarian cyst, pelvic pain, phlebolith, uterine enlargement, vertigo and weight increased to be related to essure. The reporter commented: essure had been placed via hysteroscopy in each ostia with no particular problems with 3 expanded outer coils on both sides. Initially reported, she performed several examinations (electrocardiogram, heart doppler ultrasound, abdomino-pelvic ultrasound, pelvic ultrasounds, pelvic MRI, gastroscopy, colonoscopy, digestive endoscopy and CT-enterography), all examinations showed no pathology. In follow up, test results were added: abdominal ultrasound since 2014 showed globular uterus with adenomyosis. On (B)(6) 2015, patient with incapacitating pelvic pain, characterised as constant suprapubic heaviness with acute epipsodes. On (B)(6) 2015, non-complicated sigmoid diverticulosis found, possible participation of adenomyosis in symptoms of abdominal pain and probably symptoms of functional orign, inducd by stress. On (B)(6) 2015, helicobacter gastritis found. Essure was removed with unremarkable postoperative course. The several symptoms that lasted for 7 years finally resolved. The patient wanted compensation for the damages she experienced due to essure. Diagnostic results (normal ranges are provided in parenthesis if available): electrocardiogram - on (B)(6) 2013: unremarkable ultrasound doppler - on (B)(6) 2013: unremarkable plain film of abdomen for confirmation of essure position - on (B)(6) 2010: essure inserts appear to be placed in uterine tubes. No abnormalities in lower pelvic area apart from pelvic phleboliths on the left ultrasound abdomen - on (B)(6) 2014: globular uterus with - in posterior sub-endometrial area - images compatible with uterine endometriosis ultrasound pelvis - on (B)(6) 2014: globular uterus with numerous images suggestive of significant adenomyosis ultrasound abdomen - on (B)(6) 2015: again marked lesions of adenomyosis with globular uterus and a bilocular ovarian cyst on the right, possibly of functional or endometrioti origin. Minimal thickening present behind the torus uterinus, possibly also corresponding to lesions of adenomyosis. Colonoscopy - on (B)(6) 2015: non-complicated sigmoid diverticulosis, possible participation of adenomyosis in symptoms of abdominal pain and probably symptoms of functional orign, inducd by stress. Gastroscopy - on (B)(6) 2015: diffuse mild non-erosive erythematous gastritis --samples - on (B)(6) 2015: normal results for duodenal biopsies, helicobacter pylori present in very large quantities in samples from antrum and fundus. Mucosa of ileum normal. Multi-level colon biopsies found melanosis coli. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6)2018 for the following meddra pt: pelvic pain: the analysis revealed 11.718 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 9-jul-2018: lawyer provided files: (all new:) essure lt# 676114, 664587. Medical history, tests with data, treatment drugs (for helicobacter pylori) added. Event pelvic pain amended (incapacitating, characterised as constant suprapubic heaviness with acute episodes), heavy bleedings amended (menorrhagia), downgrade. New events from test data: pelvic phleboliths on the left, globular uterus, images compatible with uterine endometriosis, significant adenomyosis, bilocular ovarian cyst on the right, possibly of functional or endometriotic origin, sigmoid diverticulosis, diffuse mild non-erosive erythematous gastritis, helicobacter positive, melanosis coli. Visit (B)(6) 2015 (new events reported): major anemia, loss of libido, very painful sexual relations, constant state of depression, random episodes of nausea, colon pain characterised as intermitted painful spasms, tympanites, alternating diarrhea and constipation (symptoms promoted by stress). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("violent incapacitating pelvic pain, constant suprapubic heaviness with acute episodes") and helicobacter gastritis ("diffuse mild non-erosive erythematous gastritis, helicobacter pylorus positive") in a 44-year-old female patient who had essure (batch no. 676114 inv , 664587) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, thyroglossal cyst excision, breast prosthesis implantation (inserted and removed) and pain ankle in 2007. Patient had been perfectly healthy until feb-2010. Previously administered products included for an unreported indication: voltaren emugel in 2007. Family history included colonic polyp (in father, requiring colon surgery). On (B)(6) 2010, the patient had essure inserted. In february 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("very marked tiredness"), vertigo ("vertigos") and arthralgia ("articular pain") and was found to have heart rate increased ("heart rhythm acceleration") and weight increased ("intake of weight"). On (B)(6) 2010, the patient experienced phlebolith ("pelvic phleboliths on the left"), 2 months 16 days after insertion of essure. In 2010, the patient experienced gastrointestinal pain ("colon pain characterised as intermittent painful spasms"). On (B)(6) 2014, the patient experienced uterine enlargement ("globular uterus, minimal thickening behind the torus uterinus, possibly corresponding to lesiojns of adenomyosis") and adenomyosis ("images compatible with uterine endometriosis, significant adenomyosis"). In 2014, the patient experienced gastrointestinal motility disorder ("alternating diarrhoea (3-4 liquid stools) and constipation(laborious bowel movement daily)"). In january 2015, the patient experienced helicobacter gastritis (seriousness criterion medically significant). In january 2015, the patient experienced nausea ("random episodes of nausea"). On (B)(6) 2015, the patient experienced ovarian cyst ("bilocular ovarian cyst on the right, possibly of functional or endometriotic origin"). On (B)(6) 2015, the patient experienced gastrointestinal melanosis ("melanosis coli"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("very painful sexual relations"), menorrhagia ("extremely heavy bleeding, episodes of menorrhagia"), anaemia ("major anaemia"), loss of libido ("loss of libido"), depression ("constant state of depression"), the first episode of flatulence ("tympanites"), diverticulum intestinal ("sigmoid diverticulosis"), migraine ("migraines"), dizziness ("dizziness"), dyspnoea ("shortness of breath"), asthenia ("asthenia") and the second episode of flatulence ("meteorism"). The patient was treated with amoxicillin, antibiotics, clarithromycin, metronidazole (flagyl) and surgery (adnexectomy and laparoscopic bilateral salpingectomy via celioscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, heart rate increased, weight increased, vertigo and arthralgia had resolved and the helicobacter gastritis, abdominal pain, dyspareunia, menorrhagia, uterine enlargement, adenomyosis, phlebolith, ovarian cyst, anaemia, loss of libido, depression, nausea, gastrointestinal pain, gastrointestinal motility disorder, diverticulum intestinal, gastrointestinal melanosis, migraine, dizziness, dyspnoea, asthenia and the last episode of flatulence outcome was unknown. The reporter provided no causality assessment for asthenia, dizziness, dyspnoea, migraine and the second episode of flatulence with essure. The reporter considered abdominal pain, adenomyosis, anaemia, arthralgia, depression, diverticulum intestinal, dyspareunia, fatigue, gastrointestinal melanosis, gastrointestinal motility disorder, gastrointestinal pain, heart rate increased, helicobacter gastritis, loss of libido, menorrhagia, nausea, ovarian cyst, pelvic pain, phlebolith, uterine enlargement, vertigo, weight increased and the first episode of flatulence to be related to essure. The reporter commented: on (B)(6) 2015, patient presented incapacitating pelvic pain, characterized as constant suprapubic heaviness with acute episodes. The follow-up h?likit (as reported) test in september 2015 came back negative. Essure was removed with unremarkable postoperative course. The several symptoms that lasted for 7 years finally resolved. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2015: normal results for duodenal biopsies, helicobacter pylori present in very large quantities in samples from antrum and fundus. Mucosa of ileum normal. Multi-level colon biopsies found melanosis coli. Colonoscopy - on (B)(6) 2015: non-complicated sigmoid diverticulosis, possible participation of adenomyosis in symptoms of abdominal pain and probably symptoms of functional origin, induced by stress. Electrocardiogram - on (B)(6) 2013: unremarkable. Endoscopy upper gastrointestinal tract - on (B)(6) 2015: diffuse mild non-erosive erythematous gastritis. Nuclear magnetic resonance imaging abdominal - on an unknown date: no pathology. Ultrasound doppler - on (B)(6) 2013: unremarkable. Ultrasound abdomen - on (B)(6) 2014: globular uterus with - in posterior subendometrial area - numerous images suggestive of significant adenomyosis; on (B)(6) 2014: globular uterus; on (B)(6) 2015: again marked lesions of adenomyosis with globular uterus and a bilocular ovarian cyst on the right, possibly of functional or endometrioti origin. Minimal thickening present behind the torus uterinus, possibly also corresponding to lesions of adenomyosis. X-ray - on (B)(6) 2010: plain abdomen film for confirmation of essure position: essure inserts appear in uterine tubes. No abnormalities in lower pelvic area apart from pelvic phleboliths on the left. Batch number 676114 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the attorney is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: report from the attorney ¿ patient¿s medical history (ankle pain of mechanical origin); drug history (voltaren emugel); treatment drug update (clamoxyl and flagyl for eradication of helicobacter pylori); and essure insertion details (the two tubal ostia were well visualized; the endometrium was normal); and new adverse events (migraines, dizziness, shortness of breath, and asthenia). We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("violent pelvic pain") and genital haemorrhage ("extremely heavy bleeding") in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: patient had been perfectly healthy until feb-2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("very marked tiredness"), heart rate increased ("heart rhythm acceleration"), weight increased ("intake of weight"), vertigo ("vertigos") and arthralgia ("articular pain"). The patient was treated with surgery (adnexectomy and salpingectomy via celioscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, heart rate increased, weight increased, vertigo and arthralgia had resolved. The reporter considered arthralgia, fatigue, genital haemorrhage, heart rate increased, pelvic pain, vertigo and weight increased to be related to essure. The reporter commented: essure had been placed via hysteroscopy in each ostia with no particular problems with 3 expanded outer coils on both sides. It was removed with unremarkable postoperative course. The several symptoms that lasted for 7 years finally resolved. The patient wanted compensation for the damages she experienced due to essure. Diagnostic results: she performed several examinations (electrocardiogram, heart doppler ultrasound, abdomino-pelvic ultrasound, pelvic ultrasounds, pelvic MRI, gastroscopy, colonoscopy, digestive endoscopy and CT-enterography). All examinations showed no pathology. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 15-dec-2017 for the following meddra pt: pelvic pain: the analysis revealed 9016 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the lawyer is not possible. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("violent incapacitating pelvic pain, constant suprapubic heaviness with acute episodes") and helicobacter gastritis ("diffuse mild non-erosive erythematous gastritis, helicobacter pylorus positive") in a 44-year-old female patient who had essure (batch no. 676114 inv , 664587) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, thyroglossal cyst excision and breast prosthesis implantation (inserted and removed). Patient had been perfectly healthy until (B)(6) 2010. Family history included colonic polyp (in father, requiring colon surgery). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("very marked tiredness"), vertigo ("vertigos") and arthralgia ("articular pain") and was found to have heart rate increased ("heart rhythm acceleration") and weight increased ("intake of weight"). On (B)(6) 2010, the patient experienced phlebolith ("pelvic phleboliths on the left"), 2 months 16 days after insertion of essure. In 2010, the patient experienced gastrointestinal pain ("colon pain characterised as intermittent painful spasms"). On (B)(6) 2014, the patient experienced uterine enlargement ("globular uterus, minimal thickening behind the torus uterinus, possibly corresponding to lesiojns of adenomyosis") and adenomyosis ("images compatible with uterine endometriosis, significant adenomyosis"). In 2014, the patient experienced gastrointestinal motility disorder ("alternating diarrhoea (3-4 liquid stools) and constipation(laborious bowel movement daily)"). In (B)(6) 2015, the patient experienced helicobacter gastritis (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced nausea ("random episodes of nausea"). On (B)(6) 2015, the patient experienced ovarian cyst ("bilocular ovarian cyst on the right, possibly of functional or endometriotic origin"). On (B)(6) 2015, the patient experienced gastrointestinal melanosis ("melanosis coli"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("very painful sexual relations"), menorrhagia ("extremely heavy bleeding, episodes of menorrhagia"), anaemia ("major anaemia"), loss of libido ("loss of libido"), depression ("constant state of depression"), flatulence ("tympanites") and diverticulum intestinal ("sigmoid diverticulosis"). The patient was treated with amoxicillin, antibiotics, clarithromycin and surgery (adnexectomy and salpingectomy via celioscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, heart rate increased, weight increased, vertigo and arthralgia had resolved and the helicobacter gastritis, abdominal pain, dyspareunia, menorrhagia, uterine enlargement, adenomyosis, phlebolith, ovarian cyst, anaemia, loss of libido, depression, nausea, gastrointestinal pain, flatulence, gastrointestinal motility disorder, diverticulum intestinal and gastrointestinal melanosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, anaemia, arthralgia, depression, diverticulum intestinal, dyspareunia, fatigue, flatulence, gastrointestinal melanosis, gastrointestinal motility disorder, gastrointestinal pain, heart rate increased, helicobacter gastritis, loss of libido, menorrhagia, nausea, ovarian cyst, pelvic pain, phlebolith, uterine enlargement, vertigo and weight increased to be related to essure. The reporter commented: essure was placed via hysteroscopy in each ostium with no particular problems with 3 expanded outer coils on both sides. As initially reported, she performed several examinations (electrocardiogram, heart doppler ultrasound, abdomino-pelvic ultrasound, pelvic ultrasounds, pelvic MRI, gastroscopy, colonoscopy, digestive endoscopy and CT-enterography), all examinations showed no pathology. On follow-up, test results were added: abdominal ultrasound since 2014 showed globular uterus with adenomyosis. On (B)(6) 2015, patient with incapacitating pelvic pain, characterised as constant suprapubic heaviness with acute epipsodes. On (B)(6) 2015, non-complicated sigmoid diverticulosis found, possible participation of adenomyosis in symptoms of abdominal pain and probably symptoms of functional orign, induced by stress. On (B)(6) 2015, helicobacter gastritis found. Essure was removed with unremarkable postoperative course. The several symptoms that lasted for 7 years finally resolved. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2015: normal results for duodenal biopsies, helicobacter pylori present in very large quantities in samples from antrum and fundus. Mucosa of ileum normal. Multi-level colon biopsies found melanosis coli. Colonoscopy - on (B)(6) 2015: non-complicated sigmoid diverticulosis, possible participation of adenomyosis in symptoms of abdominal pain and probably symptoms of functional origin, induced by stress. Electrocardiogram - on (B)(6) 2013: unremarkable. Endoscopy upper gastrointestinal tract - on (B)(6) 2015: diffuse mild non-erosive erythematous gastritis. Ultrasound doppler - on (B)(6) 2013: unremarkable. Ultrasound abdomen - on (B)(6) 2014: globular uterus with with - in posterior subendometrial area - numerous images suggestive of significant adenomyosis; on (B)(6) 2014: globular uterus; on (B)(6) 2015: again marked lesions of adenomyosis with globular uterus and a bilocular ovarian cyst on the right, possibly of functional or endometrioti origin. Minimal thickening present behind the torus uterinus, possibly also corresponding to lesions of adenomyosis. X-ray - on (B)(6) 2010: plain abdomen film for confirmation of essure position: essure inserts appear in uterine tubes. No abnormalities in lower pelvic area apart from pelvic phleboliths on the left. Batch number 676114 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('violent incapacitating pelvic pain, constant suprapubic heaviness with acute episodes') and helicobacter gastritis ('diffuse mild non-erosive erythematous gastritis, helicobacter pylorus positive') in a 44-year-old female patient who had essure (batch no. 676114 inv , 664587) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain ankle in 2007, appendectomy, thyroglossal cyst excision, breast prosthesis implantation (inserted and removed) and parity 1 (one child born in 1995). Patient had been perfectly healthy until (B)(6) 2010. Previously administered products included for contraception: iud from 1995 to 1997; for an unreported indication: voltaren emugel in 2007. Past adverse reactions to the above products included abdominal pain with iud. Family history included colonic polyp (in father, requiring colon surgery). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("very marked tiredness"), vertigo ("vertigos") and the first episode of arthralgia ("articular pain") and was found to have heart rate increased ("heart rhythm acceleration") and weight increased ("intake of weight"). On (B)(6) 2010, the patient experienced phlebolith ("pelvic phleboliths on the left"), 2 months 16 days after insertion of essure. In 2010, the patient experienced gastrointestinal pain ("colon pain characterised as intermittent painful spasms"). On (B)(6) 2014, the patient experienced uterine enlargement ("globular uterus, minimal thickening behind the torus uterinus, possibly corresponding to lesiojns of adenomyosis") and adenomyosis ("images compatible with uterine endometriosis, significant adenomyosis"). In 2014, the patient experienced gastrointestinal motility disorder ("alternating diarrhoea (3-4 liquid stools) and constipation(laborious bowel movement daily)"). In (B)(6) 2015, the patient experienced helicobacter gastritis (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced nausea ("random episodes of nausea"). On (B)(6) 2015, the patient experienced ovarian cyst ("bilocular ovarian cyst on the right, possibly of functional or endometriotic origin"). On (B)(6) 2015, the patient experienced gastrointestinal melanosis ("melanosis coli"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("very painful sexual relations"), menorrhagia ("extremely heavy bleeding, episodes of menorrhagia"), anaemia ("major anaemia"), loss of libido ("loss of libido"), depression ("constant state of depression"), tympanites ("tympanites"), diverticulum intestinal ("sigmoid diverticulosis"), migraine ("migraines"), dizziness ("dizziness"), dyspnoea ("shortness of breath"), asthenia ("asthenia"), meteorism ("meteorism"), tachycardia ("tachycardia"), the second episode of arthralgia ("joint pain") and menstruation irregular ("irregular menstrual cycle"). The patient was treated with amoxicillin, antibiotics, clarithromycin, metronidazole (flagyl) and surgery (adnexectomy and laparoscopic bilateral salpingectomy via celioscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, heart rate increased, weight increased and vertigo had resolved and the helicobacter gastritis, abdominal pain, dyspareunia, menorrhagia, uterine enlargement, adenomyosis, phlebolith, ovarian cyst, anaemia, loss of libido, depression, nausea, gastrointestinal pain, tympanites, gastrointestinal motility disorder, diverticulum intestinal, gastrointestinal melanosis, migraine, dizziness, dyspnoea, asthenia, meteorism, tachycardia, the last episode of arthralgia and menstruation irregular outcome was unknown. The reporter provided no causality assessment for asthenia, dizziness, dyspnoea, menstruation irregular, migraine, tachycardia, meteorism and the second episode of arthralgia with essure. The reporter considered abdominal pain, adenomyosis, anaemia, depression, diverticulum intestinal, dyspareunia, fatigue, gastrointestinal melanosis, gastrointestinal motility disorder, gastrointestinal pain, heart rate increased, helicobacter gastritis, loss of libido, menorrhagia, nausea, ovarian cyst, pelvic pain, phlebolith, tympanites, uterine enlargement, vertigo, weight increased and the first episode of arthralgia to be related to essure. The reporter commented: on (B)(6) 2015, patient presented incapacitating pelvic pain, characterized as constant suprapubic heaviness with acute episodes. The follow-up h?likit (as reported) test in (B)(6) 2015 came back negative. Essure was removed with unremarkable postoperative course. The several symptoms that lasted for 7 years finally resolved. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2015: normal results for duodenal biopsies, helicobacter pylori present in very large quantities in samples from antrum and fundus. Mucosa of ileum normal. Multi-level colon biopsies found melanosis coli. Colonoscopy - on (B)(6) 2015: non-complicated sigmoid diverticulosis, possible participation of adenomyosis in symptoms of abdominal pain and probably symptoms of functional origin, induced by stress. Electrocardiogram - on (B)(6) 2013: unremarkable. Endoscopy upper gastrointestinal tract - on (B)(6) 2015: diffuse mild non-erosive erythematous gastritis. Nuclear magnetic resonance imaging abdominal - on an unknown date: no pathology. Ultrasound doppler - on (B)(6) 2013: unremarkable. Ultrasound abdomen - on (B)(6) 2014: globular uterus with - in posterior subendometrial area - numerous images suggestive of significant adenomyosis; on (B)(6) 2014: globular uterus; on (B)(6) 2015: again marked lesions of adenomyosis with globular uterus and a bilocular ovarian cyst on the right, possibly of functional or endometrioti origin. Minimal thickening present behind the torus uterinus, possibly also corresponding to lesions of adenomyosis. X-ray - on (B)(6) 2010: plain abdomen film for confirmation of essure position: essure inserts appear in uterine tubes. No abnormalities in lower pelvic area apart from pelvic phleboliths on the left. Batch number 676114 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the attorney is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical history updated. Expert¿s report: patient was in menopause for one year. According to the expert it is not possible to establish a causality between the events and essure, the causal relationship with essure insertion remains uncertain. New events added: tachycardia, joint pain and irregular menstrual cycle. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.